Event description:
On 11/7/96 a co's employee received info alleging that on three separte occasions, another co's monitor used with oxygen transducers displayed oxygen saturation levels of 96%, 94% and 99%. In each case, the pt's appearance prompted the hosp staff to conduct calculated abg tests. The hosp's calculated abg test results reportedly correlated to oxygen saturation levels of 81%, 83%, and 89% respectively. Each pt's fio2 was then increased. The hosp has stated that there was no pt harm as a result of the alleged discrepant readings. The hosp was unable to provide specific pt info or event dates.

Event description:
On 11/7/96 a co's employee received info alleging that on three separate occasions, another co's monitor used with oxygen transducers displayed oxygen saturation levels of 93%, 94%, and 99%. In each case, the pt's appearance prompted the hosp staff to conduct calculated abg tests. The hosp's calculated abg test results reportedly correlated to oxygen saturation levels of 81%, 83%, and 89% respectively. Each pt's fio2 was then increased. The hosp has stated that there was no pt harm as a result of the alleged discrepant readings. The hosp was unable to provide specific pt info or event dates.

Event description:
On 11/7/96 a co's employee received info alleging that on three separate occasions, another co's monitor used with oxygen transducers displayed oxygen saturation levels of 93%, 94%, and 99%. In each case, the pt's appearance prompted the hosp staff to conduct calculated abg tests. The hosp's calculated abg test results reportedly correlated to oxygen saturation levels of 81%, 83%, and 89% respectively. Each pt's fio2 was then increased. The hosp has stated that there was no pt harm as a result of the alleged discrepant readings. The hosp was unable to provide specific pt info or event dates.